Event description:
Hosp reported that the one of the connectors disconnected from the y-adapter. Connector was taped in place.

Manufacturer narrative:
Note: evaluation conducted at mfg site, see attached. Retain sample: sleeve to y-adaptor bond area was examined and leak tested on both retain samples - good bonding was observed and no leaksge was detected when bond area was checked for leakage. Bond strength of trachael and bronchial sleeve to y-adaptor was measured on co's instron with following results - 47.54lbs and 49.26lbs to remove bronchial sleeve and 48.40lbs and 47.06lbs to remove trachael sleeve on orders 1996-02 0371 and mt02330 respectively. Cause: unfortunately no sample was returned so a comprehensive investigation cannot take place into cause of complaint. Summary of analysis: quality: complaint unit did not cause injury to pt. Non confirmed: reported problem was not detected as no sample was returned. Non justified: there is no evidence to suggest that reported problem occurred in hous. Corrective action / comment: all co's cuffed catheters undergo a leak test at y-adaptor to sleeves and tube bond area on co's processing line and it is at this point that any defects are removed from order. A copy of this complaint will be forwarded to co's r & d facility in st louis in USA for review. Production comments: n/a.